Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
During a generator change-out, the physician noted via fluoroscopy that this lead had dislodged. On (B)(6) 2014, the patient was seen by the following physician, who deemed it necessary to revise the lv lead. On (B)(6) 2014, the revision was performed. The physician was unable to access the left subclavian vein. Therefore, a new competitor's lead was tunneled across the chest.